Manufacturer narrative:
Device evaluation: fold creases, wear abrasion, white particles in device inner surface and one curved opening. A microscopic analysis and leak test were performed which identified, one opening crease sharp. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one opening crease sharp in the side anterior assessed, as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.